Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number 63801318, identified no relevant deviations or anomalies. Product examination found that there was a hair on the surface of the outer box. It was stuck underneath the battery removal manual adhered to the box. The presence of particulate is confirmed. However, there was no particulate in the sealed sterile packaging. Using view 3.2 from the etq reliance system, from (B)(6) 2017 to (B)(6) 2018, there were 21 closed complaint that used rmf-130 rev. 10, line #10, or were similar reported events, as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-130 line item. Based on the complaint history review generating 21 complaint the product sales of (B)(4) units over the february 14, 2017 to february 13, 2018 time frame, the calculated p1 value is equal to (B)(4)%. Per zpc 12.935, 0.01%<p<0.1% corresponds to a p1 = 3. The calculated p1 value is consistent with the current associated rmf file. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿substance¿ resulted in 24 complaint. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿substance¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 2. Reviewing the complaints for the lot number 63801318 shows 1 complaints for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that hair-like substance was found in the sterile package. The issue was found at distributor inventory during inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).